Event description:
It was reported that during testing conducted at the user facility the micro sagittal saw was spinning too fast. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the visual inspection the service technician observed a damaged bearing on the driver. The device was repaired and returned to the user facility.